Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be determined.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was returned for investigation. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. Based on the information provided to abbott and the investigation performed, the reported temperature issue and subsequent procedure cancellation was unable to be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator would exceed temperature and the procedure was cancelled. The temperature was set at 80 degrees but would increase to 100 degrees. The auto button was pressed and the temperature increased to 100 degrees and the lesion would stop for all ports. The probes and grounding pad were replaced with no resolution, and monopolar and bilateral lesions were attempted with all ports with no resolution. There were no adverse consequences to the patient due to the cancellation.